Event description:
A malfunction alarm, identified as malfunction code 0, was reported by the customer. There was no adverse impact on the customer's blood glucose level. As a resolution, technical support arranged for the replacement of the pump, which was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continuity. The customer understood and acknowledged the instructions to put the pump into storage mode and return the malfunctioning pump using a pre-paid label within ten days.